Event description:
Discordant, falsely low sodium, potassium, and chloride results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was rerun in duplicate on the same instrument, and the first rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After analysis of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist instructed the customer to run precision on quality controls and on the patient sample, followed by another precision run on quality controls. The precision runs all resulted within specifications. The customer later ran forty patient samples, and all resulted as expected. The cause of the discordant, falsely low sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.